Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had a loss of stimulation after having a spinal surgery. The patient had tried all the groups a-h and was not feeling anything after going as high has he could go. The patient noted he was recovering from the surgery and needed to have the device reprogrammed. The patient mentioned that the surgery was related to the same condition as to why he had the implant but the surgery was further down the spine in a different area. The patient reported that the stimulator was at c2 and c3 while the surgery was on c4-c6 and thought that it was nowhere near the leads so they were probably fine. The patient thought it was probably referred pain and that this had happened before and he had it reprogrammed several times. The patient noted he has had several surgeries and each time he usually needed to be reprogrammed, but was uncertain when they occurred. The patient recalled having surgery where he was getting stimulation but the nerve response was different so he had to have reprogramming for that. The patient was directed to their healthcare professional. The indication for use was headache.